Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020, the skin under the sensor adhesive itched, was red and inflamed with red bumps. She stated this had occurred with the previous two sensors as well and contacted her physician who prescribed nystatin cream 30 grams. At the time of contact, the patient still had skin irritation. No additional patient or event information is available.